Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2026 due to a bent cannula, which led to hyperglycemia. The patient's blood glucose level was 450 mg/dl at the time of the event, and the patient was treated with exogenous insulin and manual injections. The patient was released from the hospital on (B)(6) 2026. No further information available.